Event description:
It was reported that during a cryo ablation procedure, there was blood in the endotracheal tube. A bedside bronchoscopy was performed and bleeding was observed in the right lung. A repeat bronchoscopy was performed and the bleeding had stopped. The patient was extubated and then admitted to the post anesthesiology care unit (pacu) for monitoring. The outcome of this case is unknown and no further information is available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID unknown; product type: cryo ablation catheter; product ID unknown; product type: sheath; product ID non-medtronic unknown; product type: mapping catheter; product ID non-medtronic unknown; product type: mapping catheter; product ID non-medtronic unknown; product type: coronary sinus mapping catheter; product ID non-medtronic unknown; product type: coronary sinus mapping catheter; product ID non-medtronic unknown; product type: ultrasound catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.